Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Reportedly, the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.